Event description:
It was reported that the patient had called the ventricular assist device (vad) coordinator with a yellow light alarm to signal that the emergency backup battery (ebb) was dislodged when the patient suddenly became unresponsive. Emergency medical services (ems) were called and reported that the patient was in ventricular tachycardia/ventricular fibrillation and spontaneously returned to normal sinus rhythm. The alarm resolved when the ebb was reconnected. The patient was intubated and taken to the hospital. The patient passed away due to an anoxic brain injury after suffering from cardiac arrest. The outcome was not device or therapy related and worked as it should have.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, other neurologic events (not stroke-related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia and neurological dysfunction as potential late postimplant complications. The current revision of the IFU can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(4). Were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.